Event description:
Pt reported to lumenis in 2005 that, per a physician who has provided a second opinion, the pt will have a permanent scar from a burn she received during an ipl photorejuvenation treatment with the lumenisone. Pt offered to provide clinical photographs but did not provide same. Lumenis has not been able to confirm the presence of a permanent scar or the propensity for permanent scarring.